Manufacturer narrative:
The device was in use for treatment. The atrial lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Review of the device history records identified no rejects or anomalies during manufacture of this lot. In addition, there are no other complaints associated with this lot number. This lead remained actively implanted for approximately 7 years, 3 months. The event will be reevaluated if additional information becomes available.

Event description:
The customer reported that this atrial lead was capped (taken out of service) due to dislodgement. No subsequent device or clinical adverse events have been reported.